Event description:
It was reported that the user experienced hypoglycemia after announcing a larger-than-usual meal on a new ilet system, with the device alerting to a low and the lowest recorded blood glucose of 55 mg/dl and the highest during the incident reported as 96 mg/dl; the low persisted out of range for approximately two hours and was corrected with oral glucose, with non-medical assistance provided by the spouse. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and routine recovery at home. Investigation included user education and troubleshooting regarding meal announcements during the learning period. Investigation of this case revealed no device malfunction and suggested user-related use pattern as a potential contributor, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.